Manufacturer narrative:
Claim# (B)(4).

Event description:
A vector analysis was requested for the patient's right eye (od). Lens was implanted at 180 degrees, not rotated after implantation. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Claim# (B)(4).